Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor separated from the housing which resulted in a fluid leak. This issue was described as, ¿the burgundy part was separated from the remaining transparent tank, causing the cytotoxic drug to escape¿. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the red coil cap separated from the cover. The reported condition was verified. However, due to the lack of a physical sample the cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.